Event description:
Reportedly, during an implantation in lbb area, after positioning the sheath in the desired location with the lead inside, the physician rotated the lead to penetrate the septum. Subsequently, the physician decided to change the location due to inadequate electrical parameters (ventricular threshold of 4 v). Upon rotating the electrode to release it from the septum, the helix appeared deformed in the fluoroscopic image and did not detach from the tissue. Several attempts were made to extract it. Finally, it was successfully extracted. Once removed, it was seen to be completely deformed. For this reason, this electrode could not be implanted.